Manufacturer narrative:
It was reported that the tip of the covidien cautery device caught on fire during formalization of right below the knee amputation (bka) procedure. According to the facility the device was in use for less than 5 minutes with no flammable agents involved in the reported incident. It was noted that the device was being used superficially and the electrode tip produced a flame. The flame was extinguished and the hand piece and generator were replaced. No flame made contact with the patient. There was no serious injury related to this report. The settings of the device at the time of the incident were noted to be cut: 50, pure; coag: 50, fulgurate and set at intermittent. No impact or adverse effect to the patient, to the procedure, or to a staff member was reported to the procedure pack manufacturer. The actual sample involved in the incident was not returned to the manufacturer for evaluation. Due to the reported fire, and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the tip of the covidien cautery device caught on fire.